Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd emerald¿ syringe there was foreign matter and a scale marking defect. The customer stated ¿the syringe is with the scale marking defective and with a foreign matter (brown spot) in the barrel base.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The batch complained was manufacturing during 17/out/2014 until 20/out/2014. The inspections carried out on the assembly machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. Qn/ maintenance review: there are no quality notification (qn) and maintenance records that could lead to this issue. Based on the severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.